Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had "3 dead leads" in them. When asked to clarify, they reported that when the rep pulled it up on the screen, it showed "3 dead on the round circles". It was a problem, and they were having problems with their system. The patient mentioned that the battery was replaced, but the "leads were still dead" so they tried to work around them, and the battery was replaced because the leads were dead. The patient worked with a manufacturer representative to reprogram to work around the leads, but it didn't work so they had to change the settings back. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Updated the aware date to reflect the date new information was received (december 31, 2019), as regulatory report 3004209178-2019-24268 was submitted on-time but with the incorrect aware date. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they occasionally felt power where it did not belong, however nobody listened to them and instead tried a work-around. Their weight at the time of the "dead leads" and ins replacement was 220 pounds, the 3 "dead leads" were first observed on (B)(6), and it was unknown what led to the 3 "dead leads". No further complications were reported or anticipated.

Manufacturer narrative:
Date is an estimate (month and year valid). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.